Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was replaced with another inflatable prosthesis due to a pump tubing leak (tear).

Manufacturer narrative:
B1 and b2: updated d10: device available for evaluation updated from no to yes. A titan touch pump, two cylinders, a reservoir, and tubing segments were received for evaluation. Microscopic examination and testing of the returned components revealed the detachment end of the reservoir inlet tubing to be rough and irregular, indicating sufficient stress was exerted to separate the site. No functional abnormalities were noted with the pump, cylinders 1 or 2 or the reservoir. The device passed testing. However, evaluation of the reservoir inlet tubing detachment site confirmed rough and irregular surfaces. It was concluded that the rough and irregular surfaces associated with the detachment ends of the pump and reservoir inlet tubing indicated that sufficient stress(s) may have been exerted to separate the site while in-vivo. This site is most likely the site of failure. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
Cylinder tubing leak was also reported.